Manufacturer narrative:
The review of provided data confirmed the reported issue: intermittent pacing and sensing of the subject atrial lead. Atrial lead insulation failure is suspected: - there are several recorded episodes showing non physiological signals on the atrial channel and atrial oversensing, - the atrial impedance has decreased since (B)(6) 2024, - the atrial amplitude has decreased since (B)(6) 2024 this case is retained for trending purposes. Recommendations: replacement of the subject lead a reintervention is recommended at this time to replace the atrial lead; however this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the september follow-ups. Informations to be recovered: -update about the physician's decision. -x-ray result (if any). -if explanted, the ventricular and atrial leads should be returned to microport crm for expertise.

Event description:
Reportedly, on (B)(6) 2024, intermittent atrial pacing and detection was observed during a follow-up.

Event description:
Reportedly, on (B)(6)2024, intermittent atrial pacing and detection was observed during a follow-up.

Manufacturer narrative:
A review of manufacturing documents confirmed that the device was manufactured according to specifications. The manufacturing processes as well as device history reports show that the subject lead has been manufactured and delivered to the fields following all applicable procedures. The review of provided data highlighted lead failure, most probably linked to an insulation failure. As described in the intermediate report: - there are several recorded episodes showing non-physiological signals on the atrial channel and atrial oversensing, - the atrial impedance has decreased since (B)(6) 2024, - the atrial amplitude has decreased since (B)(6) 2024 since the lead is not available for analysis, no root-cause could be clearly established. A reintervention is recommended at this time to replace the atrial lead; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the next follow-ups. This case is retained and utilized for trend purposes.